Manufacturer narrative:
Result: the penumbra reperfusion catheter 5max-ace was fractured underneath the strain relief approximately 1.5 cm from the hub. Conclusion: the complaint has been evaluated. The compliant indicates that the penumbra reperfusion catheter 5max ace was found kinked during use with a 3max catheter. Evaluation of the returned product confirms that the penumbra reperfusion catheter 5max ace proximal shaft was fractured. This type of damage typically occurs if the product was improperly handled during removal from the packaging or in use. If force was being applied at an angle while the device was being manipulated, it is likely that damage will occur. The root cause of this complaint cannot be determined. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter and a penumbra system 3max reperfusion catheter. During the procedure, the 3max catheter was removed and the ace catheter was found to be kinked. The procedure continued using new ace catheter. The physician commented: it is unknown at which timing the catheter was kinked (almost torn).

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.